Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with missing display window or cover. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm or no defects noted during testing. Reservoir alarm works as programed, no low reservoir anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was down to 30 mg/dl. Customer stated they getting low reservoir alert. It was unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis.